Event description:
During a hysterosopic procedure, the blade jumped off track and froze. A piece of the blade broke off in the patient and was removed via suction. There was no reported delay in the procedure. A backup device was available to complete the procedure.

Manufacturer narrative:
Method: other, no product returned for evaluation. The allegation of a broken blade could not be confirmed as no product was returned for evaluation. There was no patient injury and there were no surgical complications. (B)(4).